Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, red particles, and an opening curved. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks, and missing piece of the shell due to inconclusive.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.